Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the workstation hard drive, ffb bcp, then rebuilt the nodes for all. Software was also reloaded. The rep removed the hv generator tank. The system operates as intended.

Event description:
It was reported that the 9800 system had popping sounds then the image went black. Also, wrong images were saving in different pt folders. The unit was pulled and the procedure was replaced with another to continue the case. No pt injury was reported.